Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported the reported thermal event. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported by the patient that the omnipod personal diabetes manager (pdm) started smoking while it was on the charger. The patient reported that the controller burnt its power cable during this event. The patient reported this event happened during august but did not provide a specific date.